Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, the pump touch screen was unresponsive, and the insulin gauge was inaccurate. Although requested, the customer declined troubleshooting related to the reported issues. Additionally, the customer reported that a cartridge leaked. There was no reported adverse impact to the customer¿s blood glucose. Multiple follow up attempts were made to gather additional information and to perform troubleshooting with the customer, however, the customer did not respond to follow up attempts.